Manufacturer narrative:
(B)(6). User had extensive medical problems; sleep apnea, degenerative disc disease, many concussions, hypothyroid, bipolar 1(hcc), depression with anxiety, neuropathy, copd hcc, arithmia, tia. This is the second incident with this chair and this patient. After first incident user requested and was provided a special lap belt to prevent him from falling out of the chair. In the second incident, user was again not wearing lap belt per instructions in manual. User fell out of the chair to his knees. User originally reported that the chair tipped over completely on top of him. There would be obvious physical evidence of this on him as well as the chair if this happened. There was no evidence of the chair tipping over. User retracted his statement, now claims he fell to his knees. Extensive dust and fertilizer found on/in chair indicates the chair has been operated on gravel roads and fields. Chair was again tested and standard testing indicated the chair to be driving normally. Due to the rough terrain the chair is being used in, additional testing was performed to simulate conditions/environment the chair is used in. Chair was driven extensively over rough ground with tall grass and over 3" ledges. The chair performed correctly without incident. No serious injuries or product malfunction. User error. User not wearing lap belt per user manual.

Event description:
It is alleged the user was playing ball in a field by his house. The chair stopped, went into reverse and back forward. User not wearing a specialty provided lap restraint. The user fell on the ground to his knees. User claimed back injury and numbness in his legs. He was taken to a hospital, quickly released to a rehab facility and quickly released. No serious injuries found. (B)(6). Patient has extensive medical problems and is often in hospital for issues unrelated to this incident.